Manufacturer narrative:
A root cause has not been identified with the limited information provided. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:( B)(4).

Event description:
A health professional reported that a patient's right eye was undercorrected post lasik surgery. Surgeon reported using nomograms during calculation and did not receive estimated results. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.